Event description:
It was reported that the right ventricular lead exhibited loss of capture and high capture threshold. The lead was successfully repositioned. The patient was stable prior, during and post procedure and will continue to be monitored.